Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 525 mg/dl at the time of admission. Customer reported being dehydrated from their high blood glucose. The customer also reported they attempted to treat their blood glucose with a bolus, but their blood glucose would not decline. The customer also stated they were disconnected from their insulin pump and was treated with insulin drops once admitted into the hospital. Customer stated their high blood glucose event began on (B)(6) 2015. Troubleshooting could not occur on the insulin pump because the customer received a motor error alarm while attempting to rewind. Customer stated they were unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.